Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and requested assistance with the customer's infusion sets. The customer's mother did not know the blood glucose reading at the time of the alarm. The customer was unable to troubleshoot the alarm at the time of the call, as the previous no delivery alarms had been resolved by an infusion set change. The customer's mother stated that she did not have the insulin pump present for troubleshooting as well. The caller declined to return the infusion set and reservoir for analysis. The customer's blood glucose was over 500 mg/dl on the morning following the alarm. The customer treated with manual injections for the high blood glucose. The customer's mother advised that she would call back later with the customer in order to complete the troubleshooting process for the most recent no delivery alarm.